Event description:
The user reported via a survey, "I think we can do better with the false negatives." There was no report of patient injury.

Manufacturer narrative:
(B)(4). The product has not been returned for analysis. No testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.